Event description:
Prior to use in a brain tumor removal procedure using the sonopet system, it was reported that irrigation was not dispensing from the disposable tubing set. No adverse consequences and no medical intervention were reported with this event. After a 45 minute troubleshooting, a backup device was used and the procedure was completed successfully with no reported impact to the patient. No additional information was received regarding this event at this time.

Event description:
Prior to use in a brain tumor removal procedure using the sonopet system, it was reported that irrigation was not dispensing from the disposable tubing set. No adverse consequences and no medical intervention were reported with this event. After a 45 minute troubleshooting, a backup device was used and the procedure was completed successfully with no reported impact to the patient. No additional information was received regarding this event at this time.

Manufacturer narrative:
Since this product is not a repairable item, it was disposed of by the manufacturer facility and not returned to the healthcare facility.